Manufacturer narrative:
(B)(6). Visual evaluation under magnification shows moderate electrode wear with dried blood present on the screen. There is adhesive detached around the spacer with discoloration on the cap consistent with prior activation. The black shrink tube on the shaft shows scrape and scratch marks near the distal end of the wand which is consistent with abrasive contact against another hard or bony object. There are no manufacturing abnormalities visually observed with the returned wand. Due to the cable being cut prior to being received for evaluation, a functional test could not be conducted. The root cause for this event was determined to be abnormal use. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that it was noticed that a small piece of plastic had come off the end of the rf wand during the procedure. Healthcare professional was confident that all pieces and debris were able to be removed from the patient. A backup device was used to successfully complete the procedure. There were no reported patient injuries or surgical complications. No other complications were noted.